Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. The customer's blood glucose was 202 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. The customer also reported there was air bubbles in their reservoir. It was also found the insulin pump alarmed no delivery with a manual prime. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The reservoir will not be returned for analysis.